Manufacturer narrative:
The referenced device was not returned to the olympus medical systems corp. For eval. The olympus (B)(4) evaluated the referenced device and found that the ues-40 had logged ten error codes relating a pt plate. These error codes were produced when the area of contact between the pt plate and the pt skin is not sufficient due to the use of inappropriate pt plate (small size) and/or the inappropriate attachment of the pt plate. The cause of the reported failure could be determined to the user mishandling or the use of inappropriate pt plate. Olympus stated the allowed pt plates and the proper method for using a pt plate in the instruction manual of ues-40. Also, olympus checked the manufacture history of the subject device, there was no irregularity found. The reference device will be returned to the facility after inspection. This report is being submitted as medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecific hysteroscopic procedure the pt received a serious burn on the skin under the pt plate. The facility reported that the ues-40 did not make any kind of alarm. The facility used the pt plate that olympus did not allow. The pt is in burn treatment.